Event description:
It was reported that this pacemaker farfield oversensing on the right ventricle and pacing inhibition. Pacemaker mediated tachycardia (pmt) events were reviewed. The device remains in service. No adverse patient effects were reported.